Manufacturer narrative:
Follow-up #2: date of submission (B)(4) 2017 - device evaluation: in q3 2017, there were 1 instances of battery life with damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 61 allegations of a malfunction, 34 pumps were returned to animas and investigated. Of the investigated pumps, 32 were found to be malfunctioning due to damage to the pump casing. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 61 malfunction events. A review of the events indicated that the one touch ping model pump experienced shorter than expected battery life with damage to the pump. These reports were received from various sources. The patients associated with this allegation ranged from 4-72 years of age and between 61 and 325 pounds. Of the reported patients, 26 were male, 35 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 04/21/2017 device evaluation in q1 2017 there were 12 additional instances of battery life with damage failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.